Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) was occluded. The following information was received by the initial reporter with the verbatim: alarming occluded after running.

Manufacturer narrative:
E1: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.